Manufacturer narrative:
No product was returned for evaluation. The reported pump stops and red heart alarms were confirmed per the evaluation of the submitted system controller log file; however the driveline damage was not confirmed. The patient was provided ungrounded power module patient cables. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 3 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 pump stoppages and red heart alarms were noted throughout the system controller log file history. The pump stoppages occurred while the lvad system was connected to a patient cable and power module. The system controller was exchanged and placed on battery power, after which the alarms and pump stoppages discontinued. The patient was asymptomatic. X-ray images were unremarkable for any obvious areas of concern. On (B)(6) 2017, the manufacturer¿s technical services representatives performed an external driveline evaluation. Electrical continuity testing passed and the alarms were unable to be reproduced when palpating the external portion of the driveline, or while the patient performed body movements. The healthcare professional declined an external driveline replacement at this time and opted to provide the patient with a non-grounded patient cable for use with the power module. No additional information was provided.